Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus china checked the subject device and found the reported phenomenon was caused by the lamp failure. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since omsc could not confirm whether the lamp was replaced based upon the information from olympus china, omsc could not determine whether the lamp or the light source was abnormal and could not determine the exact cause of the reported phenomenon. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon was not duplicated, and also found that there was no abnormality on the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified diagnostic procedure using of the subject device in combination with the video processor otv-sc2, it was found the examination lamp did not light up. The user completed the intended procedure using the subject device. There was no report of patient injury associated with this event.